Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there patient consequences? If yes, please explain. Please refer to the event description, other information requested is unknown. It was reported that the event date is july 26, 2025, and the alert date is august 18, 2025. Could you please provide a justification for this variance in the timing of the report related to this file? Loc just received the complaint from hospital in august 2025. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2025 and suture was used. During the surgical procedure, the doctor used suture to suture the external injury. Prior to using the consumables, there were no abnormalities found. However, while performing the wound suture on the patient, the problem of pulling off suture needle happened and became stuck in the patient's soft tissue. After careful searching, the needle was removed and discarded. The doctor ensured that there was no residue and replaced it with a new suture to complete the suture. During the treatment process, serious injuries such as foreign object inhalation may occur. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 4. Primary UDI number, h 6. Component code. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information: h 6. Health effect - clinical code. Additional information was requested, and the following was obtained: after investigation, the patient underwent tooth extraction surgery on (B)(6) 2025. During the surgery, the surgeon used w570 for tissue suturing (with specific tissue layers unknown). The problem of pulling off suture needle happened during the suturing, the surgeon immediately searched for it and found that the needle was retained in the patient's soft tissue. The surgeon removed it and confirmed that there was no foreign body residue, and then replaced it with a new suture (with specific product information unknown) to continue suturing. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except for increased blood loss (specific blood loss was unknown). No subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.